Event description:
This lv lead was implanted on (B)(6) 2012, and remains implanted at this time. A call was placed to technical services on (B)(6) 2017, in which it was stated, that there is a possible l v loss of capture. It is possible, that patient's thresholds have risen slightly and are begining to intermittently lose capture. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).